Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to wear and tear damage sustained over time in the field. The manufacturing date is 2018.

Event description:
On 10/23/2025, a facility representative reported via (B)(4) that an abs-10060 angel prp centrifuge touchscreen was not responding during a case. The team had to switch to a new unit mid-procedure. There were no adverse patient impacts.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.